Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Hosp staff contacted zoll customer support to report that a (B)(6) old female pt was admitted to the hosp, and her garment has blue gel on it. A zoll pt svc rep (psr) downloaded the pt's data, which confirmed the pt was treated on (B)(6) 2014. The psr advised zoll customer support that the pt recently suffered a stroke and cannot operate/understand the lifevest (lv), and a cardiologist has been consulted about continuing use. A review of the pt's downloaded data and ECG strips indicates the lv detected an arrhythmia at 16:33:23. Review of the pt's ECG strips show sinus tachycardia. The pt was treated at 16:34:23. The rhythm at the time of treatment was sinus tachycardia. The post-shock rhythm was sinus tachycardia.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt ended use of the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As rec'd, the monitor and electrode belt were functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4) - 11/2011 (reuse); electrode belt sn (B)(4) - 03/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).